Event description:
Physician attempted a lead revision due to intermittent capture on this lead. During the revision the lead was damaged. Lead was explanted and replaced. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation and deformations of the outer conductor coil. It is reasonable to assume that these damages resulted from the mentioned surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported intermittent capture. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The tines showed no peculiarities. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.